Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction with itching, rash, redness, inflammation, pimples and dry skin extended beyond the patch perimeter. The patient went to the urgent care and an oral antibiotic was prescribed (amoxicillin 865 mg, two times a day). No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).